Event description:
It was reported that the patient underwent a one level posterolateral fusion at l5/s1. No interbody device was implanted. The surgeon wanted to use a crosslink but there was not enough space. The surgeon used a custom screw. Approximately three months post-op, the patient had a screw break at s1. Reportedly, there is no plan to revise the broken screw, but the patient may undergo additional surgery for alif procedure. No patient complications were reported.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. X-rays were not provided to the manufacturer for evaluation. With the available information, a cause or contributing factor cannot be identified.